Event description:
The customer contacted baxter's technical service center regarding system error 2240, which occurred on the homechoice (hc) during the dwell 4. The technical service representative (tsr) explained the message to the home patient (hp) and informed to use the manual bags. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.